Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/81 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: outcomes of entrapped right ventricular pacing or defibrillator leads following transcatheter tricuspid valve replacement. Jacc: cardiovascular interventions. 2025. 18:1762¿1772. Doi: 10.1016/j.jcin.2025.05.042 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding entrapped right ventricular (rv) pacing or defibrillator leads following transcatheter tricuspid valve replacement (ttvr). Patients underwent ttvr due to rv lead-related severe or greater tricuspid regurgitation (tr). The authors described two patients who experienced procedure-related lead complications post ttvr. One patient's lead dislodged which led to loss of capture and they required an emergent implantation of another lead. The other patient experienced lead endocarditis approximately one month post ttvr. The patient developed methicillin-resistant staphylococcus aureus (mrsa) bacteremia and vegetation was discovered on the entrapped lead which could not be extracted due to the entrapment. The patient developed antibiotic-induced kidney injury and subsequently died. There were other patients that experienced new persistent complete heart block. Entrapped leads exhibited decreases in pacing impedance and an increase in thresholds. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.